Manufacturer narrative:
Section b5: the primary system console was reported on MFR. Report #2916596-2019-00675. The primary system motor was reported on MFR. Report #2916596-2019-00676. The primary system flow probe was reported on MFR. Report #2916596-2019-00677. The backup system console was reported on MFR. Report #2916596-2019-00682. The backup system motor was reported on MFR. Report #2916596-2019-00683. Manufacturer's investigation conclusion: the reported event of low flow and a s3, system error alarms was not confirmed. The flow probe was not returned for analysis and no log file was submitted for review. The root cause for the low flow and a s3, system error alarms was not conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Section 12.1 entitled "appendix I - primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The primary console is not a single use device. Approximate age of device will be provided with the device analysis. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was placed on extracorporeal circulatory support at an unspecified date. It was reported the blood pump was rattling, but still spinning. The console indicated for low flows and a system alert (s3) alarm. The system was switched to a new circuit (console, motor, and flow probe). Pump was working, but there were no flow readings and no rattling sound. The initial system was rebooted and the patient was switched back to initial system. Pump continued to rattle. The pump was then switched to the backup system again and worked properly. There was no adverse impact to the patient during this event. No further information was received.